Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported the staff noted that the left ventricle placement signal was not displayed on the automated impella controller (aic). The staff contacted the field service manager and was given the smart assist metrics code and receiving 3 different metric codes to enable metrics on the console, however an incorrect code entered message would appear. This console metrics were disabled for both cp and 5.5 and despite multiple attempts, remain unable to be displayed. There was no harm to the patient.

Manufacturer narrative:
The investigation of automated impella controller (aic) - display issue has been completed. Data analysis: the console was ran for 80 minutes and during this time there was consistent optical signals with no abnormalities device analysis: the console was returned for testing and while running a pump, the console had left ventricle (lv) disabled as the default choice. The lv could be enabled in the menu. Root cause: the lv placement signal not displaying was most likely a use issue of having the lv disabled in the menu. D9 date device returned to manufacturer added. H5 was erroneously entered on the initial manufacturer device report number 1220648-2025-27299. H8 was erroneously entered on the initial manufacturer device report number 1220648-2025-27299.